Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd and also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, detached end cap and cracked battery tube threads.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 12 mmol/l at the time of the incident. The customer stated that he was at the berry farm when the pump accidentally dropped and the cow stepped on it. The customer stated that the front and back of the pump screen is damaged. The product was not returned for analysis.